Event description:
After an implantation period of approximately 58 months, it was reported that a lack of stimulation was observed. After switching from bipolar to unipolar sensing, this behavior was no longer observed. The serial number of the involved lead was reported to us afterwards.